Manufacturer narrative:
Added information to section d9. Updated section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Patient demographics unable to be obtained. One hemosphere oximetry cable was received for a full examination. The report of inaccurate values was unable to be confirmed. Firstly, no defects were found during visual inspection. As received, the device was plugged into a kgu (known good unit) monitor and using a kgu (known good unit) swan ganz catheter it was performed the svo2 (mixed venous oxygen saturation) test according to internal procedures. Stable and correct svo2 (mixed venous oxygen saturation) values (81-82%) were obtained and no issues could be observed. Then, the logs has been extracted and no issues could be observed, neither. Finally, device passed the functional test and run-in test successfully. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Since no defect was found on the returned device, no cause could be determined.

Event description:
As reported, when clamping and unclamping the venous cava, this hemosphere oximetry cable provided correct and updated ci and bp values, however the mixed venous oxygen saturation (svo2) parameter did not update accordingly showing incorrect values not corresponding to the physiological status of the patient. Patient demographics have been requested. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.